Event description:
It was reported that undersensing of one beat was seen on the right atrial (ra) lead in the remote transmission. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314drg implantable defibrillator (B)(6) 2013; 694758 implantable defib lead (B)(6) 2013. (B)(4).